Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500 , model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the implant site. It was noted that the pain was persistent when stimulation therapy was on. X-ray was taken and showed that one of the leads had migrated. Reprogramming was attempted, however, unsuccessful. The patient underwent a revision procedure wherein the migrated lead was moved and remains implanted. The patient was doing well post-operatively.